Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
It has been reported that the ventilator failed pre-use check (puc) during internal leakage test sequence with flow transducer failed. Our field service engineer investigated the reported ventilator on site and replaced the expiratory channel printed circuit board (pcb) inclusive the expiratory pressure transducer pcb to solve the issue. The parts were sent back for investigation. The device logs have been provided and the flow transducer failure during puc was confirmed at date of reported event. Investigation on expiratory channel pcb and pressure transducer pcb: as first test, the returned pressure transducer circuit boards have been tested in a ventilator. The ventilator failed puc during internal leakage test. The zero pressure voltage has been measured using a multimeter which showed is a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift: a microscopic investigation shows that the membrane inside the sensor's cavity was clean and without damage. The sensor's model was smi. As second test the expiratory channel pcb have been test in a ventilator with a well functioning pressure transducer, the ventilator pass the pre-use check with no error. Finally both returned parts were placed together in a ventilator. The ventilator failed puc during internal leakage test. The reported error (flow transducer failed) could not be reproduced, however during our investigation we found error during puc related to the pressure transducer pcb (nternal leakage test sequence failed). The error is traced to a malfunctioning pressure transducer pcb but the root cause could not be determined. Based on the information above, this complaint will be closed.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).